Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room, and was subsequently admitted to the intensive care unit (ICU) due to elevated blood glucose levels and high life threatening ketones. Customer's continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. Prior to the hospitalization, the customer administered a manual injection in attempt to treat bg level. Customer was treated with intravenous saline and insulin while in the ICU. The cause for the reported issue was unknown. A system check was performed by tandem technical support (cts) and determined that the pump functioned as intended, however, the customer maintained that the pump did not function as intended. At the time of the reported issue the customer was still admitted in the ICU. Customer reverted to an alternate method of insulin therapy and declined to provide further information.